Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow up. Review of the stored egms revealed post-paced t-wave oversensing. Device was reprogrammed.